Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the prophylactic use of endoanchors along with an endurant ii stent graft to prevent possible migration, the heli-fx endoanchor system did not load the endoanchors correctly, as the endoanchors were noted to be sticking out of the applier during the loading maneuver. Two out of ten endoanchors came loose from the applier and fell onto the surgical table. The physician tried to retrieve a third endoanchor before the final release after the first tone was heard, but it could not be reloaded. The endoanchor did not pass through the wall of the aorta and became caught in the fabric. The endoanchor was secured in the stent graft and not free in the vasculature. In the next patient review, it will be assessed whether the endoanchors are still attached to the fabric. The remaining seven endoanchors were placed normally, although it was observed they never entered fully into the applier and their ends were protruding more than usual. It was noted that the applier was visually inspected prior to use and no visible damage was observed. The applier did not display an error light. The deployment steps were followed according to the instructions for use (IFU). The healthcare professional stated the cause of the event was a defective applier. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was confirmed that the first endoanchor was also protruding from the applier and that use of the endoanchors was prophylactic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis the reported loading and retracting issues, as well as the inaccurate delivery of the third endoanchor could not be confirmed based on the videos provided. Therefore, the cause of the events could not be determined. The video only showed the deployment of the fourth endoanchor and did not provide sufficient evidence to assess the reported issue. The reported protrusion of the endoanchor from the applier could not be assessed due to the imaging quality. Product analysis a fractured endoanchor was loaded in the applier housing on receipt of the device. Bends were evident to the endoanchor. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 6.49v. A new battery was attached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax05 battery low detection, 0bx(07) ready, 0cx(07) drive motor operation time-out, 0dx(17) fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light unresponsive. The forward button was pressed and the motor rotated, the green backlight then began flashing. An in-house endoanchor was loaded and deployed with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.